Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-01357. It was reported the patient is not receiving effective stimulation from his lower back to his feet. Patient is pending a possible revision.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-01357. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the two old leads were explanted and replaced with two new leads.